Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: device name# unknown femoral component ; cat# unknown; lot# unknown it cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
Patient had a total right knee revision secondary to tibial loosening and bone loss on the proximal medial tibial plateau. There is no information from the index surgery. Femur and tibial implants were revised and the use of augments and stem on the tibia addressed the bone loss. The patella was not revised from the all poly patella implanted during the index surgery. A ps insert was implanted and run through a range of motion. It was decided that a ts insert would offer better joint stability so the ps insert was removed and a ts insert was implanted. No further information is available from the doctor or hospital.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown baseplate was reported. The event was confirmed via medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: " I can confirm that the patient had a scorpio total knee arthroplasty at some point in the past since I was able to see an x-ray with the implant in place. I can also confirm that the tibia appeared loose and that there was rather significant medial bone loss. I have no other corroboration of the revision surgery since I have no office notes, post revision x-rays or operation note. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of the late loosening, bone loss and polyethylene wear through our multifactorial including surgical technique in the way the implant is positioned and cemented, as well as proper alignment, restoration of kinematics and restoration of stability. Also contributing are patient factors such as lifestyle, activity level and bmi, along with implant factors." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to loosening and bone loss on the proximal tibial plateau. A review of the provided medical records by a clinical consultant stated the following comment: " I can confirm that the patient had a scorpio total knee arthroplasty at some point in the past since I was able to see an x-ray with the implant in place. I can also confirm that the tibia appeared loose and that there was rather significant medial bone loss. I have no other corroboration of the revision surgery since I have no office notes, post revision x-rays or operation note. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of the late loosening, bone loss and polyethylene wear through our multifactorial including surgical technique in the way the implant is positioned and cemented, as well as proper alignment, restoration of kinematics and restoration of stability. Also contributing are patient factors such as lifestyle, activity level and bmi, along with implant factors." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.